Manufacturer narrative:
As the complaint meter was returned, I-sens analyzed the accuracy issue using the returned meter and retained strips. As a result of the control solution test, all results were within the standard range, and the cv% was within the acceptance criteria (below 5%) which satisfied the internal standard in I-sens. Even when the meter was disassembled, there were no abnormalities such as inflow of blood/foreign substance into the connector or damaged pins. Therefore, it is judged that the product operated normally.

Manufacturer narrative:
As the complaint meter was not returned, I-sens analyzed the accuracy issue with a retained meter and strips from the same lot. As a result of the control solution test, all results were within the standard range, and the cv% was within the acceptance criteria (below 5%), which satisfied the internal standard in I-sens. Therefore, it is judged that the product operated normally.

Event description:
Customer has been having issues with these glucometers. They stated they have had three occurrences in the past few weeks where the readings have been off. They received a call for patient experiencing diabetic problems. He had fallen. He was alert but confused. The patient's son had given honey before the ambulance arrived. They checked the patient's sugar. They received a reading of 155. The paramedics gave him glucose gel, food (sandwich) and juice. They checked him again and the meter read 90, which they feel was incorrect and should have been higher after the honey, the glucose gel, so they think the meter read too high when he was originally tested, and he was low. The patient became alert, and he was able to answer all their questions. He came back to normal. He was not transported to the hospital. Verified they change the lancets each time they test. They use alcohol to clean fingers and allow finger to dry completely. Patient was not receiving any oxygen therapy. Patient doesn't have trouble getting a blood sample. The meter and test strips are stored together in the back of the ambulance in a temperature-controlled environment. Replaced meter, strips and sent return label.